Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Investigation conclusion: the customer complaint of the tubing set had a faulty valve could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv valve was damaged. The following information was provided by the initial reporter: ¿faulty valve¿